Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete. Awaiting return of device to manufacturer.

Event description:
It was reported that a broken bur was observed stuck within the attachment. No further information was provided.

Event description:
It was reported that a broken bur was observed stuck within the attachment. No further information was provided.

Manufacturer narrative:
H6: the quality investigation is complete. H3 other text: device not available for return.